Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was unable to deflate the balloon on the dignishield device. The complainant reported that the balloon was inflated with 40ml water and while attempting to deflate the balloon, only 2ml returned.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. "Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. 3. Preparation of patient a. The preferred patient position for catheter insertion is the left lateral knee-chest position, although the patient¿s clinical situation may dictate the use of an alternate position. The goal of patient positioning is to maximize sphincter relaxation to ease catheter insertion. B. Perform a digital rectal exam to evaluate for fecal impaction. If a fecal impaction is present, disimpaction procedure and device insertion may occur at the discretion of the healthcare professional. 4. Insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 60 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle, in order to create a conical shape with a leading edge for easy insertion. 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault."

Event description:
It was reported that the nurse was unable to deflate the balloon on the dignishield device. The complainant reported that the balloon was inflated with 40ml water and while attempting to deflate the balloon, only 2ml returned.